Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump leaks black fluid from the bottom of the device. Customer also indicated that the buttons are stuck and the act button only periodically works. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. No moisture damage on electronic assembly or a black substance starting to fill up inside or bottom of pump noted during visual inspection. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial label.